Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges. The customers blood glucose level was impacted. However, the exact value was not provided. In addition, it was reported that the pump would not charge normally despite attempting multiple cables and power sources. Reportedly, the pump is staying at 30% battery charge. It was indicated that the customer would use manual injections as alternate insulin therapy.